Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, after connecting the leads to the pulse generator and placing the device inside the pocket, a loss of output was noted. The physician then vomited. The device was no longer used and replaced. The procedure was completed successfully.

Event description:
It was reported that during the implant procedure, after connecting the leads to the pulse generator and placing the device inside the pocket, a loss of output was noted. The patient then vomited. The device was no longer used and replaced. The procedure was completed successfully.